Event description:
It was reported episodes of noise resulting in oversensing and inappropriate mode switch were observed on the atrial lead. Abbott technical support was contacted, suspected atrial lead damage, and recommended further investigation via provocative testing. No intervention was performed at this time. The patient was stable and will continue to be monitored.